Event description:
It was reported that the customer had a keypad anomaly and button error on the insulin pump. The customer's blood glucose level was 96 mg/dl. The customer stated that she was suspending the insulin pump due to a declined in blood glucose and then the button error came up and the buttons were unresponsive. The customer was asked if she recalls any significant events leading to the keypad issue and alarm and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer is getting a replacement insulin pump due to keypad issues and button error.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.